Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure using the atoll oct (occipital, cervical, thoracic) spinal system, the cross connector inserter stripped whilst tightening the cross connector. The surgery was completed successfully using a spare instrument that was available.